Event description:
Dentist office called, said the patient completed her week take home whitening with no issues, however shortly after she started her monthly maintenance, she woke up the day after whitening that night ((B)(6) 2015) with a swollen lower lip and blisters. The patient did not immediately report it to her dentist or general practitioner, and approximately 10 days later all symptoms had subsided, and she returned to normal. The patient wants to know if she can continue whitening. We informed the office to advise the patient to discontinue use of the kor desensitizer indefinitely. As of (B)(6) 2015, the patient has continued whitening while discontinuing use of the kor desensitizer, and has had no issues since resuming her maintenance.

Manufacturer narrative:
Likely allergic reaction to the hema in the desensitizer.